Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the hex-tip on the returned instrument was confirmed to be broken. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement. Other identified contributing factors are: poor manufacturing leads to a weaker hex-tip, design geometry and user-error.

Event description:
It was reported that during xia3 surgery, when the surgeon used the torque wrench and did the final tightening of the blocker (angled open connecter), the tip of the torque wrench broke. The surgeon removed the fragment of the torque wrench from the patient body. The surgeon requested the investigation of the broken torque wrench.

Event description:
It was reported that during xia3 surgery, when the surgeon used the torque wrench and did the final tightening of the blocker(angled open connecter), the tip of the torque wrench broke. The surgeon removed the fragment of the torque wrench from the patient body. The surgeon requested the investigation of the broken torque wrench.